Manufacturer narrative:
On 9/13/2019, the mentor failure analysis lab received the device for evaluation. The device was identified as a mentor memorygel breast implant 590cc, catalog number 3505590bc, lot number 6965169. Device evaluation summary: during evaluation of the sample, it was observed to be ruptured since it was received in three (3) pieces. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast implantation procedure with an unspecified mentor gel breast implant and experienced rupture on the right side. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2019.